Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector end of the lead was returned. Visual inspection of the lead found external insulation abrasion exposing the coil adjacent to the connector boot. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.